Manufacturer narrative:
Device is a combination product. Patient height: 163cm. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient was presented due to stable angina. Subsequently, the index procedure was performed. The 99% restenosed, 10mm in length, type b1 target lesion was located in the 3.0mm in diameter mid left anterior descending artery (lad). Predilation was not performed and a 3.00x12mm promus element stent was then advanced and deployed in the lesion at 16 atmospheres. Post dilation was done with residual stenosis of 0% and with timi 3 flow and the procedure was completed. The following day, the patient was discharged. In (B)(6) 2013, the patient visited the hospital and follow up was performed. In (B)(6) 2013, angiography was performed for follow up and confirmed a residual stenosis of 0% and timi 3 flow. A day after, the patient visited the hospital and follow up was performed. In (B)(6) 2014, the patient again visited the hospital and follow up was performed. In (B)(6) 2015, in-stent restenosis of the mid lad was confirmed and percutaneous coronary intervention was performed on the same day. The following day, the patient was well. In (B)(6) 2015, the patient again visited the hospital and follow up was performed.